Event description:
A report was received stating "stent broke while suture was pulled off". No other details are available.

Manufacturer narrative:
A visual evaluation confirmed the customer complaint and found that the stent had been tore in two about half way down the working length of the device. The most probable root cause of the tear in the stent is due to user technique when removing the suture from the stent. Per the event description the doctor appears to have pulled on the suture while it was wrapped around the body of the stent which caused it to tear through the body of the stent in the two places noted. No residue was found on the stent to indicate the attempted use and it appears that the damage that occurred to the stent was during preparation. A review of the device history record was performed and revealed no anomalies.